Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no anomalies. Technical visual inspection identified no anomalies. Device evaluation determined that the pump mechanism and ultrasonic pressure sensor had failed, confirming the reported event. The pump mechanism and ultrasonic pressure sensor were replaced. The circuit boards were inspected, the device was re-calibrated, and tested to OEM specifications. The root cause for the reported error was determined the be the end of life for the pump mechanism and ultrasonic pressure sensor. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device is displaying error 105 (motor failure flag). There is no report of patient involvement. No additional information available.